Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was in the 500 mg/dl range. The customer treated via insulin pump bolus. The no delivery alarm was resolved by changing the infusion set and reservoir. Additionally, the customer experienced a recent blood glucose value of 43 mg/dl. The patient treated by drinking soda. During troubleshooting, the customer verified that the insulin pump programming was accurate. However, the status screen displayed 244 units of insulin while the reservoir actually contained 260 units. A displacement test was performed and passed. The insulin pump was not returned for analysis.

Manufacturer narrative:
This device is the reservoir; please reference MFR report number 3004209178-2017-93319 for the insulin pump.